Event description:
The qdot micro catheter x2 with the same lot number were both tried on the patient during the case. There were high force alarms during procedure. Needed to replace with new catheter. Manufacturer response for ablation catheter, qdot micro bi-directional navigation catheter (per site reporter). Manufacturer representative [redacted] saw another device on the supply shelf with the same lot number and informed staff that we had seen issues with this lot number, and he wanted to remove the product and replace.